Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was confirmed as a link break was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 7fr sheath after a cerebral aneurysm coiling procedure. Reportedly, a suture break occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.